Event description:
It was reported that during a coronary stenting treatment procedure a stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal of right coronary artery(rca). A 3.00 x 16mm promus element plus stent delivery system was used for treatment. During advancing of the complaint device resistance was encountered at the target lesion. After several attempts the distal part of the stent got flared. The procedure was completed with a 3.5 x 24 mm promus element plus stent delivery system. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).